Event description:
Patient reported right side "pain" and "recalled implants". Patient later reported right rupture. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.